Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed the right atrial (ra) lead exhibiting noise over-sensing causing inappropriate mode switch. No patient symptoms or intervention was reported.